Event description:
It was reported that the arctic sun device was getting low flow and air leak alerts, circulation pump was weak and since the system was overdue for the 2000-hour preventive maintenance service. Mis have recommended sending it in. Per sample evaluation results received on 08mar2023, it was reported that the circulation pump primed to allow autofill to complete. The right drain port leaks. Two minor scratches on control panel face. It was stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also stated that replaced the tank seals due to lifting from the tank . The flowmeter was replaced due to a low prewarm flow reading during acats testing. It was noted that the circulation pump motor had faulty bearings.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as it was not duplicated during service. Right drain port leaks. Two minor scratches on control panel face. Double bend tube and chiller evaporator outlet tube were found expanded. Tank seals were found lifted from tank. The flowmeter was replaced due to a low prewarm flow reading during acats testing. Circulation pump motor had faulty bearings. Unit was primed to fill. The device underwent pm servicing while in for repair. The circulation pump was serviced. Serviced the mixing pump. Circulation pump motor was replaced. Replaced heater, both manifold o-rings, and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replaced tank seals. Flow meter was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR review not required, the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required for this complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow and air leak alerts, circulation pump was weak and since the system was overdue for the 2000 hour preventive maintenance service. Mis have recommended sending it in.